Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor was inaccurate on (B)(6) 2014. Patient reports the device read 300 while the fingerstick value was 140. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.